Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The surgeon reported encountering difficult anatomy during the procedure. A review of the logs for the reported procedure date found no related system errors occurred during the surgical procedure that could have caused or contributed to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci assisted pulmonary thoracoscopy with lobectomy and mediastinal lymph node dissection, major bleeding occurred and the procedure was converted to an open thoracotomy. The pulmonary artery (pa) was injured during dissection, causing the reported bleeding. The estimated blood loss was not provided; no blood products were transfused. The surgeon was able to control the bleeding robotically by applying pressure; however, ultimately converted to open thoracotomy. The surgeon reported encountering difficult anatomy throughout the robotic part of the procedure and felt that the change in surgical approach was safer for the patient due to the difficult anatomy. The patient is reported to be recovering well. Incidentally, it was reported the surgeon electively disabled the force feedback option of the instrument before dissecting in the area of the pa. There were no reported issues with the da vinci system or instruments during the procedure.